Event description:
It was reported that approximately 16 months post implantation of two promus stents in the proximal right coronary artery (prca), the patient experienced chest pain. On (B)(6) 2012, the patient was taken to the catheter lab and was found to have in-stent restenosis which was treated with one drug eluting stent (des) to the prca. Additionally, one des was implanted in the mid left anterior descending artery and one des was implanted in the proximal ostial circumflex artery. There was no adverse patient sequela reported and on (B)(6) 2012, the event was considered resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, arrhythmias, and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The additional promus is being filed under a separate manufacturing report number.